Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, into a pre-existing 21mm medtronic surgical valve, the patient reported stomach pain. Upon examination, plaque was observed at the right coronary artery posterior descending branch. Emergent treatment for an acute myocardial infarction was provided; a 2mm stent was placed and the patient condition improved. It was reported that when the transcatheter valve was implanted, thrombus, plaque, or tissue on the tip of the surgical valve may have dislodged from the surgical valve and obstructed the right coronary artery. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.